Manufacturer narrative:
This complaint is not reportable as there was no patient contact and does not pose a risk to the patient.

Manufacturer narrative:
It was reported by the customer that the titanium screws would not engage into the abutment. It was stated that the head of the screw appeared too narrow to maintain position when the screw is tightened. However, this was a laboratory procedure and involved no patients. The DHR was reviewed with the provided lot number and no discrepancies were noted in any of the processes involved in the manufacturing of the components. The complaint part is under evaluation and investigation. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the titanium screws did not fit into the abutment. The head of the screw appeared too narrow to maintain position when the screw is tightened. However, this was a laboratory procedure and did not involve patient. No patient harm was reported.